Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07133. It was reported the pt has been experiencing pain at the ipg pocket site whether stimulation is in use or not. The pt also indicated she had been experiencing stimulation in her legs. Her pain patter is lower extremities where she has inadequate pain coverage. The pt would like the system explanted and is working with her physician. Surgical intervention will be undertaken at a later date. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. 1627487-07262012-002-r, 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.